Event description:
Procedure: lobectomy. According to the reporter: the surgeon was on his 4th firing and decided to transect through the atrium. After the surgeon fired the instrument, he was able to pull the black handle knobs back; however, the jaws would not open as the "I beam" was stuck at the distal tip. He attempted to manually pull the "I beam" back by using another instrument. When that did not work, he used an (B) (4) screwdriver to pry the jaws far enough open to pull the tissue out while ligating and grasping the remaining tissue to prevent bleeding. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).